Event description:
Report received of an independent bolus dose delivery. The customer contact reported that the pt was receiving dilaudid in the pca only mode to deliver 180mcg. No lockout intervals were reported. The pt's family reported that the pump display read that 180mcg had been delivered and the pt got up to the bathroom with the pt pendant looped over the IV pole. When the pt returned from the bathroom, pt complained that pt "felt funny". The family reported that the pump display then read 360mcg delivered, but the pt denied ever pushing the pt pendant button. The pt was discharged home the same day of the event. The customer contact reported no ill effect to the pt as a result of the event. No medical interventions were required. Though requested, there was no further info available.